Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
Patient had a left knee revision due to the alleged tibial component in varus malposition and the femoral component in a valgus malposition.

Manufacturer narrative:
An event regarding tibial component in varus and femoral component in valgus malposition involving a triathlon femoral component was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: ¿the returned femoral component and tibial tray exhibited nothing remarkable. The insert and post exhibited wear consistent with known damage modes for in-vivo use of these materials. The post was cut prior to arriving for material analysis separating it from the insert. No material or manufacturing defects were observed on the surfaces examined.¿ -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿in this narcotic dependent patient with severe valgus deformities pre-operative, post-operative x-rays of the primary left total knee arthroplasty demonstrate nominal component position. The stryker components implanted were not subject to a recall. The fact that a 16mm thick tibial insert was used on a primary total knee suggests difficulty in soft tissue balance and possible joint line elevation, which could also contribute to early component loosening.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been one other event for this lot. Conclusions: the reported event was confirmed that the patient had severe valgus deformities prior to the primary surgery. X-rays of the primary surgery left knee showed the positon of the components to be nominal. It was noted that after the primary surgery, on september 19, 2011 the patient underwent a manipulation of the left knee under general anesthesia to increase the range of motion. The stryker components that were implanted into the patient were not subject to a recall. A 16mm thick tibial insert was used in the primary right total knee surgery may cause soft tissue balance and possible joint line elevation. This may contribute to an early component loosening.

Event description:
Patient had a left knee revision due to the alleged tibial component in varus malposition and the femoral component in a valgus malposition.